Manufacturer narrative:
No product was received as no product fault was alleged and devices remain in situ. No radiographs could be provided confirming the alleged complaint. Date of index procedure and length of use is unknown. The patients post op activity levels are unknown. Due to the lack of information provided the root cause cannot be determined. Post operative pain is a known complication of spinal surgery. Label review: "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device... Nerve damage due to surgical trauma..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On an unknown date a patient underwent a surgery using an unknown reline system device. On (B)(6) 2021 the patient experienced left rib pain and went to an emergency room for evaluation. The patient continues to experience pain but it is able to be managed with gabapentin and motrin as needed.